Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an undisclosed date to treat stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with transvaginal hysterectomy due to cystocele and pelvic organ prolapse. It was reported that post implantation, patient experienced pain, erosion, infections, urinary/bowel problems with bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, voiding dysfunction, and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.